Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was exiting the tubing sooner than expected during the load fill tubing sequence. Reportedly, the customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed. Customer's blood glucose was 315 mg/dl.